Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. Upon switching on the device, the user indicated that the device was alarming, but no error message was displayed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The event log was unable to be downloaded due to a digital board issue. A visual inspection was performed. Full functional, electrical, calibration, and a simulated therapy were performed. The digital pcb was found to be malfunctioning and was scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.